Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic interrogation session, the device received a error message. The capture, battery longevity, signal amplitude, and lead impedance trending measurements could not be displayed on the programmer. The trend could not restored when it was reinterrogated. Device replacement was recommended. The patient was discharged from the clinic. No further information is available.